Event description:
Emergency room personnel were attending to a pt, condition unk. During an attempt at performing a synchronized cardioversion, the device was brought in as a back up unit for a device which would not convert the pt's rhythm. Conversion was again unsuccessful. A third defibrillator was obtained and used to treat the pt. The pt was successfully converted.